Manufacturer narrative:
The balloon administration medical records were requested however the dispenser pressures, balloon inflation pressures, and verification of no balloon pressure leaks were not recorded. The patient's hospital medical record was requested and received. A potential root cause of the deflation could be material fatigue resulting from low balloon pressure at implant, however the actual root cause remains unknown, in particular since records of the inflations were not recorded. Based on the first implantation date, the balloons had been implanted over 6 months. The instruction for use contains the following warning: "the risk of balloon deflation is significantly higher with balloons that are left longer than 6 months." Deflation is a known risk; the frequency of balloon deflations to date has not exceeded the frequency identified in the labeling. Obalon's labeling addresses this type of reported event with warnings for monitoring patients for deflation symptoms and the increased risk of not removing balloons after 6 months from the first implantation date.

Event description:
A female patient with a first balloon implantation date of (B)(6) 2018 and second balloon placement of (B)(6) 2018 experienced a new onset of symptoms of nausea and abdominal pain on approximately (B)(6) 2018. The patient went to a hospital and a CT scan was performed on (B)(6) 2018 that identified a potential balloon deflation. The patient contacted their prescribing physician's office and was scheduled for balloon removal at an ambulatory surgical center on (B)(6) 2018 however the anesthesiologist at the site did not feel comfortable intubating given the possible difficult airway risks because of a prior surgery with difficult intubation attributed to the patient's restricted ability to open her jaws. There was no rescheduled date for the balloon removal and the patient was sent home without a clear plan for next steps. The patient went to the emergency room on (B)(6) 2018 and an x-ray confirmed a balloon was deflated. Upper endoscopy was performed and there was a non-obstructive schatzki ring in the distal esophagus. Both balloons, one of which was deflated (distal balloon), were removed successfully from the stomach and were discarded. Ulcers were observed at the pyloric channel, antrum, and duodenal bulb. The ulcer at the pyloric channel may have been a pressure ulcer from the deflated distal balloon. The patient was instructed to continue a prescribed proton-pump inhibitor for 8 weeks. There was no serious injury due to the deflated balloon.